Manufacturer narrative:
Complaint conclusion: the powerflex balloon could not be used in a transluminal angioplasty procedure because it was punctured. It was not used in any procedure outside the protocol or the guidelines of the product. As soon as the balloon was inflated, the doctor perceived immediately that it was damaged. The product was not returned for analysis. A device history record (DHR) review of lot 15898873 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device is reportedly available to be returned for analysis. However, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the initial reporter of this complaint to johnson and johnson (B)(4) is dr. (B)(6).

Event description:
As reported, the powerflex balloon could not be used because it was punctured. It was not performed in any procedure out the protocol or the guidelines of the product. As soon as the balloon was inflated, the doctor perceived immediately that it was damaged.

Manufacturer narrative:
Please note that the product was received for analysis. Complaint conclusion: the powerflex balloon could not be used in a transluminal angioplasty procedure because it was punctured. It was not used in any procedure outside of the protocol or the guidelines of the product. As soon as the balloon was inflated, the doctor perceived immediately that it was damaged. The product was returned for analysis. One non-sterile unit of powerflex p3 f5 4mmx4cm 110cm balloon catheter was returned. Per visual analysis the balloon had been inflated and deflated. A leak test was performed and a leak was found on the balloon. Per microscopic analysis the burst was confirmed. Per sem analysis the balloon external surface revealed evidence of scratches and abrasions near to the pinhole; however the balloon internal surface exhibited no evidence of damage. The distal marker band exhibited no anomalies. A device history record (DHR) review of lot 15898873 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the limited information available for review, procedural factors or vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.